Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed a ¿retest with new strip¿ message. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance (ms). The patient reported that the meter issue occurred in (B)(6) 2015. The patient manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient detailed to ms that on the same day as the meter issue, after it occurred, he developed symptoms of ¿low blood glucose, cold and sweaty¿ however denied receiving any treatment. During troubleshooting, the cca noted that there was no apparent misuse of the meter and that it was not the first time it had been used. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1: the meter involved with this complaint was returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. The test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however a secondary issue of an error 4 message was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.